Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sacrocolpopexy on (B)(6) 2013 and mesh was implanted. It was noted on (B)(6) 2014 that the patient had an asymptomatic mesh erosion. It was reported that the patient did undergo a surgical repair of the erosion. Additional information has been requested.